Manufacturer narrative:
The external visual inspection revealed a sliced electrode prior to receipt. This is believed to have occurred during revision surgery. In addition, the external visual inspection revealed a broken antenna coil. The photographic imaging inspection confirmed a broken antenna coil. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device had broken antenna coil wires. A corrective action has been implemented. This is the final report.

Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Event description:
The pt reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made. However, it did not resolve the issue.